Event description:
Pt who experienced back pain for 6 months to a year was enrolled in a (B)(4) study. The (B)(4) was implanted on (B)(6) 2012 at level c6-7. On (B)(6) 2011, pt returned to surgeon complaining of pain, decreased strength and numbness in the left upper extremity. A MRI taken on (B)(6) 2012 showed a disc herniation at the c5-6 level. Pt was placed on advil and had a scheduled c6 epidural injection on (B)(6) 2012. Pt was scheduled for an acdf at level c5-6 for (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012 and the acdf was performed at level c5-6. The (B)(4) implant was not removed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.